Event description:
If reported via user facility or voluntary medwatch # (B)(4) that removal difficulty occurred. The target lesion was located in the coronary artery. During a percutaneous coronary intervention involving a 190cm, straight-tip samurai rc guidewire, resistance was encountered during an attempt to remove the device. The physician had to thread another sheath over the top of the guidewire to remove it safety from the patient. Upon inspection, the tip of the device was found frayed and possibly unraveled. The procedure was completed with a different device. There were no patient complications nor injuries reported.